Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0ten4, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Three days prior to report the patient lost therapeutic effect, lost bladder control, and had leakage at the location of the perineum. The patient wanted to increase their stimulation. It was noted that the implantable neurostimulator (ins) icon was empty and off. The patient was walked through how to turn on their stimulator and then felt stimulation. The patient pressed the screen light button to turn the screen of the programmer off and stopped feeling stimulation when they pressed it. The patient synced again and the ins was still on. The patient then increased their stimulation from 1.1 to 1.2 and felt stimulation. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.